Event description:
The customer reported that at 390,925 joules of use during a prostate procedure, the side firing surgical fiber would not deliver enough power for tissue vaporization (loss of tissue vaporization efficiency). The case was completed using a new fiber. There was no injury reported.

Manufacturer narrative:
The device was returned to the manufacturer and analyzed. The customers initial report of a loss of tissue vaporization efficiency, is not considered a reportable issue. Upon analysis, the fiber cap was found to be drilled through. The cap was also found to exhibit detritus, char and devitrification. The fiber cap condition would prevent proper fiber function; likely resulting in a diffuse beam and reduced tissue vaporization efficiency. Based on the analysis findings, the drilled through cap condition may also result in a forward firing condition of the side-firing surgical fiber, which has been identified as a potential safety issue. The root cause of the device failure was determined to be heat accumulation due to tissue contact and or technique and anatomical/procedural factors encountered during the procedure, limiting the performance of the fiber. The product labeling warns that tissue retraction, tissue probing and bending fiber at sharp angles may cause fiber damage or breakage. (B)(4).